Event description:
Reported indicated a vns patient was having increased seizures, and that the vns was not at end of service. The patient is currently having testing to determine the etiology of the seizure increase. The vns is working properly per the reporter. The level of the seizure increase relative to the pre-vns seizure baseline level is unk. Attempts for further info are in progress.